Event description:
It was reported that the pump had a check clutch error. The plunger was not moving. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by tubing guides. The root cause of the reported issue was found to be normal wear. The pump was over 10 years old. Actions were taken to mitigate the reported issue: replaced clutch.